Manufacturer narrative:
No button error alarm. The insulin pump was received with no button response due to flattened act button keypad dome. Keypad connector was found closed properly during visual inspection. Analysis was unable to perform functional test due to keypad anomaly. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window. (B)(4).

Event description:
It was reported that their insulin pump had reoccurring problem. The customer¿s blood glucose level was 398 and 222 mg/dl. The customer states that whenever my reservoir gets to the last bar on the display screen my blood glucose goes up. Its been happening for about 6 months. The customer declined to troubleshoot the issue. The insulin pump will be returned for analysis.